Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the anesthesia 17gax18cm durasafe catheter does not drain when the product is in use. The following information was provided by the initial reporter, translated from (B)(6) to english: when the product is in use, found the solution can't go through the epidural catheter.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8323609. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally flow testing of the device help to identify a small crease at the front end of the returned catheter. In response to this finding a review of the manufacturing process was conducted but was unable to identify any opportunities to generate this deformation within the manufacturing process. Based on the results of our line review, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the anesthesia 17gax18cm durasafe catheter does not drain when the product is in use. The following information was provided by the initial reporter, translated from chinese to english: when the product is in use, found the solution can't go through the epidural catheter.